Manufacturer narrative:
Investigation summary: a photo of the affected sample was received by our quality team for evaluation. After inspection, the team was able to confirm the reported issue and identified the foreign matter as embedded contamination in the barrel of the syringe. After analysis, the team determined that the embedded particles were produced in the screw of the injection molding machine. Due to the high working temperature (about 300 ºc), some particles of the plastic and rest of the oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particles may detach from the screw being injected and remain embedded in the molded piece. This issue was found during production of the reported lot, the segregation of the product was not correctly done by the operator and the presence of one syringe with embedded particles were not avoided. This is a cosmetic defect which has no risk to the health as the plastic piece is embedded in the barrel of the syringe without the possibility of being detached from it. This incident will be communicated to the production floor to prevent future failures in the inspection processes of non-conforming product. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the bd discardit¿ ii 10 ml syringe there was foreign matter on the device syringe. The following information was provided by the initial reporter. The customer stated: there was "a dirty syringe."